Manufacturer narrative:
Samples were collected in the ER into sst tubes. Qc was within the customer's established ranges the morning of (B)(4) 2010. A system check performed on (B)(4) 2010 met specifications. An accutni calibration failed on (B)(4) 2010 at 7:45 pm. No errors were posted to the event log in association with the erroneous results. A field service engineer (fse) was dispatched: the fse replaced parts, ran a system check, calibration and qc; all results met specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding elevated troponin (accu tni) results generated by the access 2 immunoassay system for four patients. The results were reported out of the lab. The specimens were re-tested at neighboring hospital and results obtained were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.